Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. Difficulty extracting the lead was noted due to anatomic difficulties. The lead was explanted and replaced. It was also noted during a visual inspection of the right ventricular (rv) lead that there was a small insulation breach at the juncture of the reinforced insulation distal to the connector pin with the main lead body. This was repaired using standard lead repair kit and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.